Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 27-oct-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for birth control. In or around 2013, plaintiff began to experience symptoms that included, but are not limited to painful intercourse, chronic pelvic pain, excessive bleeding, irregular/abnormal periods, and allergic reactions associated with a nickel allergy. On or about (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain and excessive bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Around 4 years later, she underwent a pelvic surgery. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and considering that in this case there is no alternative explanation, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since surgical intervention was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality safety evaluation of ptc received. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain and excessive bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Around 4 years later, she underwent a pelvic surgery. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and considering that in this case there is no alternative explanation, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device. Location of device fallopian tubes") and genital haemorrhage ("excessive bleeding \ abnormal bleeding") in an adult female patient who had essure (batch no. 901326) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009 and (B)(6) 2011), flu-like symptoms (fever, body aches, chills, runny nose and sore throat,cough), sputum discoloured, nasal discharge, nausea, vomiting, reactive airways disease, bronchospasm, low back pain, sinusitis, depression, pneumonia, ovarian cyst and cyst. No known allergies/adverse reactions, she denies any shortness of breath.there was no chest pain, abdominal pain, vaginal bleeding. No nickel allergies, she denies skin rash or lesions, she denies any vaginal drainage or discharge. Previously administered products included for contraception: depo provera in 2012. Concurrent conditions included body mass index normal, smoker (within past 30 days), non-tobacco user, ingrown toe nail, onychomycosis, gestational hypertension, myofascial pain syndrome, upper respiratory tract infection, headache, alcoholic, ovarian cyst and uti. Family history included diabetes (maternal grandmother) and endometriosis (sister). Concomitant products included alprazolam, anaesthetics (anesthesia), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstruation irregular ("irregular/abnormal periods"), allergy to metals ("allergic reactions associated with nickel allergy"), dysuria ("dysuria / urinary problems or changes"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain ("sharp abdominal pain"), vaginal infection ("vaginal infection"), urinary tract infection ("uti") and bladder disorder ("bladder problem"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia and abdominal pain had resolved and the genital haemorrhage, menstruation irregular, allergy to metals, dysuria, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection and bladder disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, device dislocation, dyspareunia, dysuria, genital haemorrhage, menorrhagia, menstruation irregular, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: device placed without complication. She tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Pregnancy test - on (B)(6) 2016: negative on 10-dec-12 patient had MRI-l spine w/o contrast which resulted in stable mild multilevel degenerative changes without evidence of significant spinal canal or foramina stenosis. On (B)(6) 2012 patient had xra y/l-s sp ap la t w/flex/ext resulted in stable mild osteopenia.. No abnormal motion identified. Bilateral si joint sclerosis are unchanged, nonspecific. On (B)(6) 2016 patient had uterus, bilateral tubes test resulted in benign uterine cervix endometrium: proliferative endometrium unremarkable endometrium unremarkable uterine serosa benign right and left fallopian tube segments. On (B)(6) 2016 patient had urine culture test resulted in gardnerella vaginalis indicates possible bacterial vaginosis. On (B)(6) 2016 patient had vaginal ultrasound showed an area of echogenicity in the wall of the uterus consistent with probably essure migration. The uterus was slightly enlarged about 8 week size quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2018: reporter added, lot number received, product information updated, events added as follows;-device dislocation, dysuria, vaginal bleeding, menorrhagia, abdominal pain, vaginal infection, urinary tract infection, bladder problems and device monitoring procedure not performed. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device. Location of device fallopian tubes") and genital haemorrhage ("excessive bleeding \ abnormal bleeding") in an adult female patient who had essure (batch no. 901326) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009 and (B)(6) 2011), flu-like symptoms (fever, body aches, chills, runny nose and sore throat,cough), sputum discoloured, nasal discharge, nausea, vomiting, reactive airways disease, bronchospasm, low back pain, sinusitis, depression, pneumonia, ovarian cyst and cyst. No known allergies/adverse reactions, she denies any shortness of breath.there was no chest pain, abdominal pain, vaginal bleeding. No nickel allergies, she denies skin rash or lesions, she denies any vaginal drainage or discharge. Previously administered products included for contraception: depo provera in 2012. Concurrent conditions included body mass index normal, smoker (within past 30 days), non-tobacco user, ingrown toe nail, onychomycosis, gestational hypertension, myofascial pain syndrome, upper respiratory tract infection, headache, alcoholic, ovarian cyst and uti. Family history included diabetes (maternal grandmother) and endometriosis (sister). Concomitant products included alprazolam, anaesthetics (anesthesia), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstruation irregular ("irregular/abnormal periods"), allergy to metals ("allergic reactions associated with nickel allergy"), dysuria ("dysuria / urinary problems or changes"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain ("sharp abdominal pain"), vaginal infection ("vaginal infection"), urinary tract infection ("uti") and bladder disorder ("bladder problem"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia and abdominal pain had resolved and the genital haemorrhage, menstruation irregular, allergy to metals, dysuria, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection and bladder disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, device dislocation, dyspareunia, dysuria, genital haemorrhage, menorrhagia, menstruation irregular, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: device placed without complication. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Pregnancy test - on (B)(6) 2016: negative . On (B)(6) 2012 patient had MRI-l spine w/o contrast which resulted in stable mild multilevel degenerative changes without evidence of significant spinal canal or foramina stenosis. On (B)(6) 2012 patien t had xra y/l-s sp ap la t w/flex/ext resulted in stable mild osteopenia.. No abnormal motion identified. Bilateral si joint sclerosis are unchanged, nonspecific. On (B)(6) 2016 patient had uterus, bilateral tubes test resulted in benign uterine cervix endometrium: proliferative endometrium unremarkable endometrium unremarkable uterine serosa benign right and left fallopian tube segments. On (B)(6) 2016 patient had urine culture test resulted in gardnerella vaginalis indicates possible bacterial vaginosis. On (B)(6) 2016 patient had vaginal ultrasound showed an area of echogenicity in the wall of the uterus consistent with probably essure migration. The uterus was slightly enlarged about 8 week size. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.